Event description:
It was reported that the patient had a fall that caused trauma around the patient's clavicle. It was also reported that the patient's fall may have fractured the right ventricular [rv] lead as it was noted through examination and x-ray that there was a lead fracture. Additionally, a lead integrity alert [lia] was triggered. The rv lead was explanted and replaced, and was damaged during the explant process. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.